Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and the problem was able to be confirmed using logs to see there was various hard fault including the c-82, c-83 and m-02 as reported confirming as happening in the field. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, the erbe cauterized and recognized all instruments/ports. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to an internal communication error within the erbe that triggered errors c-82 and c-83.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that error c-82, c-83 and m-02 occurred when a surgeon used the viodv with handpiece monopolar for closing a surgical incision. Rebooting twice did not resolve this issue, therefore the customer switched viodv to ft10 with same handpiece and completed the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: full trouble shooting was completed when dvstat was contacted. Customer power cycled the vio dv for 2 times. The procedure was completed robotically. No injury reported for the patient. The procedure was completed using the ft10.